Manufacturer narrative:
(B)(4). Initial report date: 11/24/2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. (B)(4).

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system and capsule were returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The trocar needle was advanced and the delivery system was bent. The plunger was not broken. There was no evidence to suggest that the emergency release was implemented. The capsule electrodes were visually acceptable. There was evidence that the wire guide was bent. As the product was received, the delivery system functioned according to specification, with the exception of the bent guide wire. Replication of the bent wire guide can occur if the product is mishandled.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure the esophagus appeared to be normal. The device operator was performing this procedure for over five years. Lubricant was used to facilitate capsule placement and the reporter confirmed that no lubricant went inside the capsule chamber. No known adverse events were reported.